Event description:
A patient with incurable lung cancer was admitted early this year with a complaint of hemoptysis. A bronchoscopy showed an approximately 90% obstruction of the right mainstem bronchus due to tumor. Radiation oncology was consulted and made a recommendation for urgent radiation in order to prevent a complete obstruction of the right lung as well as to reverse the hemoptysis. A planning session (simulation) under fluoroscopy was performed during which the initial "event" occurred. The intention of the physicians was to irradiate the right mainstem bronchus, the subcranial lymph node region and a portion of the mediastinum, although, the physicians did not intend on encompassing all of the mediastinal disease. The radiation beam was placed on both the mediastinum and subcranial lymph nodes as planned. However, the left mainstem bronchus was included instead of the right. The first portion of the simulation was performed by the resident, who approved the images under fluoroscopy. The x-ray films were reviewed by the attending radiation oncologist. The entire plan was later reviewed by dosimetry (planning specialists), physicists at routine chart checks, and physicians at our routine chart review. All of these efforts failed to detect the error. A radiation therapy student was reviewing the chart, and noticed the discrepancy between the intended area and the treated area. Treatment was immediately discontinued at a total dose of 2500 cgy (at 250 cgy per day) after completing 10 of 14 planned treatments. The patient was not harmed by this "event", in fact her symptoms improved. Since then, the patient has been resimulated and treatment is currently being given to the right mainstem bronchus. A CT scan was used to reconstruct the initial treated volume. Clinical engineering observed the "reverse" button on the control panel of this simulator. This functionality of this button has been discontinued at this moment. An internal meeting was held and we reached a consensus to write a letter to the manufacturer asking for a plan of action on a long-term basis. The letter was sent out. We are waiting for the manufacturer's response at this time.